Event description:
It was reported that during a pci procedure, the balloon ruptured. The maverick monorail balloon was used to pre-dilate a calcified lesion in the mid left anterior descending (lad) artery. The balloon ruptured at 12 atm on the third inflation. The pressures of the first two inflations are unk. The procedure was successfully completed with a stent. There are no reported pt complications. Pt status listed as "good."

Manufacturer narrative:
The device was not returned from the user facility for analysis. Therefore, a technical analysis cannot be carried out. A root cause of the event could not be determined. A review of the device history records found that the device met its material, assembly and product specifications, at the time of release to distribution.